Event description:
A pt reported experiencing inaccurate low results with an ot ii meter. The pt's blood glucose was meter 90 versus lab 167 mg/dl within 10 mins, with the difference of 40%. Pt did not experience any adverse events. No further info has been reported.